Event description:
It was reported via repair work order that the chair will not lock in place and the seat frame is bent which could affect the chairs ability to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.